Event description:
Revision surgery - the patient fractured around the stem due to a fall.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fracture around the stem after 3 years, 6 months and 5 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 42 prior complaints reported against this part; this is the first complaint against this lot number. The root cause for the fracture, as reported was due to the patient falling down. There are no indications of a product or process issue affecting implant safety or effectiveness.